Event description:
It was reported by service report that the bed alarm is not working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Bed exit not working due to missing screw.